Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: the valve was removed because it was bllocked. The csf could not be drained. The valve was placed on (B)(6) 2013. The patient had some clinical signs of hydrocephaly. He went to the doctor and the valve was changed urgently.the hospital mentions that the lot n° of this valve is not concerned by the recall on (B)(6) 2013.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.